Event description:
The facility's biomedical engineer reported an infusion pump that free flowed during pt use. The pump was set up with 100ml bag of ativan to be infused in 3.0 hrs but when the clinician returned in five minutes all of the medication had infused. Reportedly the set was a regular baxter IV set. The biomed stated there was no pt injury or medical intervention required. No additional contact info was provided. Despite baxter's efforts to obtain specific pt info, none was provided.